Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 405452, lead, implanted: (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis; however, performance data collected from it was received and analyzed. Device memory analysis indicated the impedance on the right ventricular pacing lead was beyond the expected upper range. Device memory analysis also indicated an out of range impedance alert, as well as an indication of rising impedance trend on the aforementioned lead. The maximum right ventricular pacing impedance rose from 1360 ohms the week ending (B)(6) 2012 to greater than 1700 ohms the week ending (B)(6) 2014. It was also noted that an out of threshold sub-threshold lead impedance alert occurred on (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and rising impedances. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.